Manufacturer narrative:
Qn#(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer did provide photos that clearly show a leaking catheter. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the medical agent was leaking from the catheter while in use. The md put the medical filming to where the catheter was broken and sutured. After about 6.5 hours, leak of medical agent and slight blood was found. A part of the gauze pad and the medical filming of the catheter insertion site was removed so that the staff affixed the medical film there. After 30 minutes, the catheter was removed.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent was leaking from the catheter while in use. The md put the medical filming to where the catheter was broken and sutured. After about 6.5 hours, leak of medical agent and slight blood was found. A part of the gauze pad and the medical filming of the catheter insertion site was removed so that the staff affixed the medical film there. After 30 minutes, the catheter was removed.